Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v033538, implanted: (B)(6) 2007, product type lead; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 7438, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).

Event description:
It was reported the patient felt a shocking or jolting sensation the day prior to report. They had a loss of therapeutic effect and the patient was shaking and ¿not doing good.¿ they felt an electric shock and return of symptoms. Additional information received reported the cause of the event was not determined. The patient had fallen the day prior and was stressed. It was noted to not be device related and no reprogramming was needed. No other interventions were done and the patient was doing much better and did not need to schedule an office visit. The patient was back to normal and received effective therapy.